Manufacturer narrative:
The customer discarded the zoll catheter and it will not be returned for investigation. Therefore, a physical investigation will not be performed. A small hematoma after catheter removal, which did not require treatment was observed. It was not reported if the patient was on heparin or additional anti-coagulation medications. Event of hematoma was not serious, the patient did not require treatment, and event resolved without sequelae. Event was possibly related to the solex 7 catheter due to relevant timing and location at the time of catheter removal.

Manufacturer narrative:
The customer discarded the zoll catheter and it will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed after we receive additional information.

Event description:
As reported, during ivtm therapy on a (B)(6) male with post cardiac arrest, the solex 7 catheter (lot number unknown) was inserted smoothly into the patient. During catheter removal, blood was observed through the out orange luer of the catheter, and had filled the entire lumen. The solex 7 catheter serpentine balloon "torn". The doctor placed a new catheter in over the guidewire which worked just fine. As per the physician, the patient developed a small hematoma after the catheter was removed. No further patient consequence reported.